Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the device was kinked upon removal from the package and another device was used successfully. It was reported that the procedure was completed successfully. It was reported that the patient was ok.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One unused angioseal evolution device was returned for evaluation. The device was returned with the header bag, accessory tray, guidewire, hemostatic sheath and the arteriotomy locator. The returned components were subjected to visual analysis. The header bag seal had been opened. The packaging tray was removed from the header bag. The arteriotomy locator, hemostatic sheath and guidewire were resting in the packaging tray. There was a kink visible in the arteriotomy locator at the blood inlet hole. There was dried blood like substance on the arteriotomy locator. The complaint could be confirmed for bent/kinked folded as a kink was identified at the blood inlet hole of the arteriotomy locator. Blood like substance was observed on the arteriotomy locator indicating that the device was handled by a healthcare professional. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information, however, the off-axis forces have been known to lead to kinks in the arteriotomy locator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.